Event description:
The fastenator anchor was implanted on (B)(6) 2001 to treat shoulder instability: suture of the glenoid lip, tenodesis of the long biceps and reparation of the infrascapular muscle. On (B)(6) 2003, due to an patient experiencing some discomfort, a radiography was performed and showed that the anchor had broken. On (B)(6) 2003, a part of the broken piece of the anchor was removed by surgery, the other part remains in the shoulder. It was reported that the piece of the anchor was free floating in the patient¿s shoulder. The surgeon involved retired in 2008.

Manufacturer narrative:
(B)(4).